Event description:
Customer reported that they were unable to read display screen on defibrillator. There was no reported pt involvement. Service representative was able to duplicate problem. The display was replaced and proper operation of the device was confirmed.